Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump and provided return instructions, which customer acknowledged and understood.